Event description:
The customer reported a cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. The technical support team decided to replace the pump. The customer will use multiple daily injections as a backup therapy to ensure insulin delivery is not interrupted. The pump was confirmed to be under warranty, and a replacement pump was sent to the customer. The customer was instructed on how to put the pump into storage mode and acknowledged understanding all instructions, including returning the problematic pump to tandem within ten days.